Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). One actual sample was received for evaluation attached to an unknown set. A visual inspection was performed and no defects were observed. The actual sample and the unknown set were left attached and tested for clear passage and functional test. The attached sets failed both tests. The same tests were repeated only for the reported set and the set passed the tests. Therefore, the condition was not confirmed for the reported set. An assignable root cause could not be determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed as the lot number is unknown.

Event description:
The customer reported to corporate product surveillance that they are getting an occlusion alarm off the pump with the buretrol solution set. After many attempts to trouble shoot the problem, the customer switched out the tubing and it's attached baxter filter, and the pump started working again. There was no patient injury or medical intervention reported. No additional information is available.